Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: the battery compartment was observed to be cracked from the top traveling to the bumper. The battery compartment threads were stripped. Moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no moisture found. A test battery cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.